Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed hardware low-level failures during the self test and hardware low-level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had recurring hardware low level alarms. The customer¿s blood glucose during the incident was 99 mg/dl. The device failed troubleshooting. The device will be returned for analysis.